Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out procedure, externalized conductors were observed. Lead was capped and replaced on (B)(6) 2016. There were no complications during the procedure. Based on the review of diagnostic images provided to st. Jude medical, conductors appear to be externalized.